Event description:
It was reported by the patient's attorney "the filter had broken into two or more pieces and pierced his inferior vena cava". Reportedly, the patient was "physically injured and suffered physical pain". No other information was provided.

Manufacturer narrative:
The lot number for the device is unknown therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway.